Event description:
It was reported that this inflatable penile prosthesis (ipp) was unable to be deflated. The patient states that he feels the scar tissue around the pump which may be the reason why he cannot find the deflate button. No further details were provided.

Manufacturer narrative:
Event date is unknown, aware date has been used as an approximate date.